Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 462.44 mcg/day via an implanted pump. The reason for the call was to ask for troubleshooting considerations for the patient¿s overdose symptoms. It was reported the patient had her pump refilled on (B)(6) 2020, around 9:44am. It was noted it was a normal refill and they did not do any programming changes. The next day on (B)(6) 2020, the patient was "left alone for 7 hours" then someone found her and she was "not responding, lethargic, and somnolent." The patient was now in-patient at a hospital being monitored. The pump logs were checked 20 minutes ago and showed no abnormalities. It was reviewed to check the pump's reservoir to check the actual versus the expected volume to see if a pocket fill/partial pocket fill was performed or if the drug they put into the reservoir was truly 500 mcg/ml. The hcp planned to take these considerations for further troubleshooting. The hcp did not need the overdose guidelines sent over, for the patient was being monitored. The hcp was not with the patient at the time of the call. No further complications were reported.